Event description:
It was reported that the foot switch failed to fire when pressed, then after releasing the foot switch, the laser emitted energy independently. Additionally, the screen was unresponsive when the user tried to select options to turn off the console. The laser was successfully deactivated by pressing the power button and unplugging the system. The procedure was completed with another of the same device without patient complications.

Manufacturer narrative:
During inspection of the unit by a field service engineer (fse), the reported clinical observations of intermittent console responsiveness and independent firing due to a stuck foot pedal were confirmed. The fse also identified a problem with an internal computer component and solid-state drive, both of which were replaced along with the footswitch as a preventive measure. Following service, the console functioned as intended. Upon receipt of this foot switch pedal at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device showed that the foot switch assembly was in good physical condition. Conductivity and functional testing were performed with the device passing all tests. No issues were identified with the returned device. An internal circuit board and solid-state drive were also returned and visually inspected, no anomalies were observed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the foot switch failed to fire when pressed, then after releasing the foot switch, the laser emitted energy independently. Additionally, the screen was unresponsive when the user tried to select options to turn off the console. The laser was successfully deactivated by pressing the power button and unplugging the system. It was also noted that error code 99 was present on the system. The procedure was completed with another of the same device without patient complications.